Event description:
The cause of patient death within 30 days of implant was cardiopulmonary arrest relating to end stage congestive heart failure and underlying amyloid cardiomyopathy.

Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient passed away within 30 days of sensor implant. Information on the cause of death was not available.